Manufacturer narrative:
(B)(4). S/w version 4.10e. Retainer ring =¿black. Customer returned pump for alleged under delivering and experiencing high bgs on event date (B)(6) 2021. Device passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0869 inches. Unit failed to pass the self test due to pump error 63 occurring during testing. No under delivery anomalies noted during testing. Unit was successfully downloaded using thus. Unable to confirm bolus delivery due to pump history not covering event date. Unit was successfully downloaded using carelink, however, data did not cover event date. Pump error 63 variable (03) esf # na file#37 line#367 occurred on (B)(6) 2022 11:07 am. Unable to verify high bg's. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, overlay scratched, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, broken belt clip rails, cracked case (battery tube), serial number label missing, keypad overlay texture damage . P-cap was attached and locked into place properly. No under delivery anomalies noted during testing. Pump error 63 is confirmed due to cracked soldered joint u1 (pin 06). Unable to confirm high bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that they were receiving sensor expired alert. Customer reconnected the transmitter to the sensor and received the sensor connected message and selected start new sensor. No harm requiring medical intervention was reported. The device was returned for analysis.